Event description:
Reference number (B)(4). Event occured in spain it was reported that the patient faced infusion set adhesive event on (B)(6) 2026, as set got removed by clothes. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.